Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer within the USA of a patient who made a mistake/touch contamination and peritonitis coincident with dianeal pd4 ambuflex therapy for peritoneal dialysis (pd). During a call with baxter customer services, the following was reported. On an unknown date, the patient made a mistake/touch contamination, which resulted in peritonitis. On (B)(6) 2011, the patient experienced peritonitis and was hospitalized on the same day. Treatment rendered for the events was not reported. The patient was recovering from the event of peritonitis. The outcome of the event of made mistake/touch contamination was not reported. Dianeal therapy was ongoing. An opinion of causality was not provided.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h11c31030, h11f28047, h11h18044, and h11g30066 with no exceptions observed related to the reported condition. The complaint was confirmed. The cause of the use error which resulted in the peritonitis was undetermined. The label review found the labeling adequate for the use error in this complaint.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not request. This is report 3 of 3 involved in this peritonitis incident. Should additional information become available, a follow-up report will be submitted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.